Manufacturer narrative:
The devices associated with this report were not returned. Patient x-rays have been provided for examination. The devices are not in a dislocated state in any of the images provided. The acetabular cup appears positioned with more version and abduction angle than recommended by surgical technique. This could have been a contributing factor in dislocation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Product error not identified. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address dislocation.